Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2017 with blood glucose of 500 mg/dl at the time of the incident. The customer stated that their infusion set came apart at the quick release. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Any other relevant details to the case xxxxx. The infusion set will be returned for analysis.